Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the bolus wizard was not calculating correctly. The customer stated that the insulin pump was downloaded at her doctor's office, and the doctor wanted the insulin pump replaced. The customer's sales rep later called to check on the replacement insulin pump. During the call, she stated that the customer had been hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Nothing further was reported.